Event description:
It was reported that during a breast biopsy, receiving intermittent vacuum. A different vacuum tubing set was tried and the same issue occurred. The customer swapped the control module with their backup control module and, using the same disposables, completed the case with no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.